Event description:
It was reported that during an orif of left distal femur procedure, the surgeon was unable to lock the variable angle locking screw to the plate. The surgeon tried to remove the screw, but was unable to release it from the plate. This screw remains implanted, seated, but not locked to the plate. The surgeon confirmed that the screw is not sitting proud. There were no broken fragments to retrieve and no adverse effect to the patient was reported. This is report #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.